Event description:
The investigation determined that higher than expected vitros bhcg results were obtained from non vitros biorad level 1 qc fluid using vitros immunodiagnostics product total b-hcg ii (bhcg) reagent on a vitros xt7600 integrated system. Biorad level 1 qc fluid results of 9.908, 10.04, 10.63, 10.85, 11.67, 11.40, 11.72, 11.63 and 11.64 miu/ml vs. Expected result of 6.12 miu/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros bhcg qc fluid results were from non-patient fluid and so were not reported from the laboratory. There is no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros bhcg results were obtained from non vitros biorad level 1 qc fluid using vitros immunodiagnostics product total b-hcg ii (bhcg) reagent on a vitros xt7600 integrated system. The most likely explanation for the higher than expected qc fluid results are biased calibrations obtained with one set of calibrators. When a typical calibration was obtained using a fresh set of calibrators, qc fluid results obtained were acceptable. There is no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros bhcg ii reagent lot 3180. Email address for contact office above is (B)(6).